Manufacturer narrative:
Product complaint # (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint number wpc (B)(4). Litigation papers allege: on (B)(6) 2006, patient was implanted with a depuy asr hip on his right side. In the years following his surgery, patient suffered from discomfort and pain in his hip. It became increasingly painful for him to walk, to move his legs, and to rise from a seated position. Patient underwent revision surgery on (B)(6) 2011. Doi: (B)(6) 2006 - dor: (B)(6) 2011 (right side). Patient is a resident of (B)(6). Update: 6/1/2012 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information, pt middle name, and birthdate. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update dec 14, 2017: asr email notification received. Added new associated contact. Also added taper sleeve into the complaint. Doi: (B)(6) 2006 dor: (B)(6) 2011 (right hip).

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised to address swelling and large pseudocyst on the right hip and thigh. Revision notes reported large bluish-gray mass, a cloudy yellow fluid, a cystic mass like "pseudobursla" pseudocyst, two thirds of the abductors of the greater trochanter had been destroyed, vastus lateralis was also necrotic, and the cup was loose - no sign of biologic ingrowth. Clinical findings were consistent with failure with metal on metal debris and "pseudobursal" formation. Doi: (B)(6) 2006; dor: (B)(6) 2011; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.